Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure in (B)(6) 2018, the patient was unable to establish a connection between the ipg and patient controller (pc). It was noted the ipg was not placed in surgery mode prior to the procedure. The pc also reflected the error message: "generator unavailable" and "cannot connect to generator-the generator is not responding. " trouble shooting was attempted multiple times, but was unable to resolve the issue. A company representative will follow-up with the patient as the next course of action.

Manufacturer narrative:
Corrected data: has been corrected to reflect correct fsca number.

Event description:
Follow-up information revealed a company representative met with the patient and additional troubleshooting attempts were unable to resolve the issue. The ipg was deemed inoperable. Surgical intervention may be pending to address the issue.

Event description:
Further information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy has been restored following the procedure.